Event description:
A pt returned with a wound dehiscence at an unspecified time following a dental implant procedure. The attending reported that the suture knots were intact and the suture did not break or unravel. The incision flaps were open during the initial healing period. The incision site was resutured.

Manufacturer narrative:
Conclusion.returned rep samples were compared to a vicryl 4-0 suture control using the wet/dry tie down test method. No difference between test specimens and the control were found. The knots held fast and the suture braid did not unravel when cut. No device failure identified.